Manufacturer narrative:
(B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days o f the identification ((B)(4)2013). Product not returned. Most likely underlying root cause of malfunction. Mfg error (cap was not tight on syringe).

Event description:
Needle out of protective cover and poked employee.